Event description:
Complaint received that alleges "the table slipped slightly 1-2 inches and the table abruptly fell from an elevated position to the lowest possible height aprrox. 10 inches, jarring the patient. He immediately c/o mid back pain. He was assisted by the therapist to a seated position and was then assisted w/cg by the therapist to a chair. He was given an ice pack to the mid back and c/o cervical pain and the headache to the l temporal region. 911 was called and his wife. An ice pack was also applied to hi cervical spine. Ems arrived and applied a cervical collar. He was able to transfer with cg assistance by two ems workers to the transport table". Device not received manufacturer at this time.

Manufacturer narrative:
D3: manufacturer corrected / updated. H3, h6: device was returned for evaluation